Event description:
Information received indicates the knee function will run back down after the knee up switch is released.

Manufacturer narrative:
The facility replaced the connector board to repair the bed.